Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced re-occurred fungal peritonitis. The cause of peritonitis was reported as due to a liver infection. The patient was hospitalized; however, it was unknown if the patient was treated with medications for the event. At the time of this report, the patient remained hospitalized and was recovering from the event. On an unknown date, pd therapy was temporarily discontinued, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.